Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument to perform failure analysis. The instrument was analyzed and found to have a broken proximal clevis at the ear of the clevis. The broken piece, measuring roughly 5.26 mm x 5.28 mm in size, was returned. The clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the permanent cautery hook (pch) instrument's wrist was noted to be bent and was unable to come out of the cannula. The customer used the instrument release key (irk) to remove the instrument. The procedure was completed. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: there wasn¿t a loose pin noted. The instrument was removed with the cannula and the 12-8 mm reducer. The instrument was sent with the 12-8 mm reducer, but not with the cannula. There was no fragment or loose instrument part. The procedure was not converted to laparoscopy; there was only one additional port placed.

Manufacturer narrative:
An return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.